Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and experienced issues with the infusion sets. The customer stated that he had discontinued use of the insulin pump. The customer's blood glucose was over 200 mg/dl. The customer was unable to troubleshoot at the time of the call. He stated that there were no issues related to bent cannulas. He declined to return the infusion set and reservoir for analysis. The customer was advised that the infusion sets would be replaced.